Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two mentor memorygel breast implant prostheses (right: 425cc, left: 400cc) and experienced bilateral rupture postoperatively. As a result, the patient underwent bilateral removal and replacement with two mentor gel breast implants on (B)(6) 2021. The reported replacement devices are a 450cc mentor memorygel breast implant (left catalog #: 3504501bc, left lot #: 7470319, left serial #: (B)(4)) and mentor gel breast implant (right catalog #: unknown, right lot #: 7546818, right serial #: (B)(4)). However, the reported right lot # doesn¿t not correspond to a finished medical device. The implantation was estimated as (B)(6) 2007 based on available information. Follow-up is still in progress for clarification. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 17-sept-2021, mentor received additional information regarding the patient¿s symptoms. The diagnosis (bilateral rupture) was confirmed by a healthcare professional. On 20-spet-2021, the suspected medical device was returned for evaluation. On 23-sept-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in two parts. In addition, an anomaly was observed on the edges of the tear consistent with a shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).